Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal-hysterectomy with left salpingectomy and partial right salpingectomy') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: mirena from 2009 to 2012. Concomitant products included glatiramer acetate (copaxone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2017, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only) - with left salpingectomy and partial right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, multiple sclerosis and fatigue outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, fatigue, medical device removal and multiple sclerosis to be related to essure. The reporter commented: insertion details- in left side 3 gold coils were seen at the ostium, right side 3 gold coils were seen at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: secretory endometrium. Superficial adenomyosis. Proximal portion of right fallopian tube with focal foreign body giant cell reaction. Metallic fragments grossly identified in both uterine cornua extending to both fallopian tubes. Clinically essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and medical record received. Reporters information and plaintiffs information was added. Event injury was replaced with multiple sclerosis. Events added: fatigue, metallic taste in mouth, medical device removal. Outcome of event metallic taste was updated. Medical history, lab data and concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.